Event description:
PICC line placed on (B)(6) 2025. Found on xray that PICC tip fractured and migrated around lung.

Manufacturer narrative:
We received one catheter in a small container as a faulty sample. The part of the catheter tube distal to the 6 cm marking was not included in the faulty sample. The catheter snapped at approx. 7,5 mm distal to the 6 cm marking. Microscopic examination of the fractured area showed a typical rough surface caused by excessive tensile forces. In general, there are various events that can lead to a snapped catheter: 1. Tensile force which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. In babies-routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant- concerning this, there are some warnings in the IFU: avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Furthermore, the IFU states: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. Caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. Do not kink the catheter or the extension line permanently to avoid damage to the catheter. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter undergoes flow and leak testing during production as part of the quality control process. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. A review of vygon USA's complaint data identified two reported catheter issues involving leakage or fractured for lot: 24i003d. Corrective action: based on the investigation, the issue was attributed to excessive tensile forces, with no evidence of a manufacturing-related defect. Therefore, vygon germany's quality management has not initiated any further corrective action at this time.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number mw5181106. The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line placed on (B)(6) 2025. Found on xray that PICC tip fractured and migrated around lung.